Event description:
The customer confirmed there was an increase of patient exceptions on reads were the absorbance was too high while clinical chemistry alkaline phosphatase reagent lot 62474un10 was in use, although assay means, sd and %cv were within the lab's acceptable limits. The customer rejected clinical chemistry alkaline phosphatase reagent lot 62474un10 due to fungal growth found in random reagent cartridges. There was no impact to patient management.

Manufacturer narrative:
Patient: no consequences or impact to patient (B)(6); (B)(4) device: contamination during use (B)(4). The cause of the clinical chemistry alkaline phosphatase reagents failed to calibrate/generate results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers to inform them to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.